Event description:
It was reported via repair work order that ther was no power to auxiliary outlet due to breaker being tripped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.